Event description:
Medtronic received information that during the implant procedure for this mechanical heart valve, the leaflet sub-assembly could not be rotated within the valve's outer ring using the rotator designed for this valve, and a leaflet was broken during the attempt. It was reported that the leaflet broke into multiple pieces, all of which were removed from the patient. The valve was explanted and replaced with another medtronic valve. There were no adverse patient effects.

Manufacturer narrative:
The clinical observation of valve rotation difficulty could not be duplicated and the root cause of the reported broken leaflet could not be determined. Upon receipt at medtronic¿s quality laboratory, it was observed that the valve's right leaflet was missing and had not been returned with the valve. Visual inspection noted no anomalies other than the missing leaflet. The serial number was verified to be correct. The valve was easily rotated. The left leaflet was fully mobile. The valve¿s sewing ring, carbon components and stiffening ring were measured and found to meet their respective design and engineering specifications. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The open pivot IFU gives proper instructions for rotating the valve: ¿using the blue leaflet actuator, test leaflet motion. If the leaflets do not move freely, the valve orifice may be rotated either clockwise or counterclockwise to a more optimal position. Freedom of rotation should be checked before implanting the device by holding the valve cuff and gently turning the valve handle/holder. Rotate the orifice only after the suture knots have been tied securing the cuff to the tissue annulus. Use only the appropriate rotators provided to rotate the valve. The handle/rotator seats properly into the valve orifice when the radial ridge on the handle side of the rotator head is aligned with the straight edge of the leaflets. The rotator head is designed to contact the flat surfaces of the orifice near the pivot areas. After rotation of the valve orifice, verify leaflet motion with the blue actuator. Caution - the valve orifice and leaflets may be rotated in situ using only the appropriate handle/rotator provided. Do not use any other instruments for valve rotation.¿ (B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This included a review of the torque specification for rotating the valve within the outer ring. The torque measurement recorded during manufacturing was within the specified range for this device. Analysis of the returned device is pending. A supplemental report will be filed when the analysis and investigation are completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.